Event description:
Immediately after treatment in nasolabial folds and oral commissures with juvederm ultra, the pt presented with swelling of entire face. The physician stated it was angioedema and injected the pt with celestone. Further f/u from the physician notes that the physician treated the pt with an injection of celestone to prevent worsening of symptoms that may have led to permanent injury. The physician stated that the symptoms have now resolved.